Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 257 mg/dl; cause was unknown. Customer was treated with intravenous fluids. Reportedly, the customer left the ER 10 hours later in ¿better condition¿ with bg of 176 mg/dl.